Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements. Please refer to statement dated (B)(6) 2015. Evaluation summary a patient reported while using her humapen ergo device that the "injection button could not be pushed down and the injection screw could not move out." She experienced abnormal blood glucose. Investigation of the returned device (batch (B)(4), manufactured july 2005) found that the device met dose accuracy and glide (injection) force specifications. No malfunction was identified. Based on the information provided, the patient may have used the device beyond its approved use life. Humapen ergo user manual states the device was designed to be used for up to 3 years after first use. There is evidence of improper use. The patient may have used the device beyond its approved use life but the extended use is not relevant to this case as the device met dose accuracy and glide (injection) force specifications.

Event description:
(B)(4) this solicited retrospective pregnancy case, reported by a consumer via diabetes hotline, concerns a chinese female patient of unknown age. Medical history included pregnancy in 2010 and family drug reaction was unknown. Concomitant medication included metformin and an unknown traditional chinese medicine. The patient received human insulin isophane suspension 70% / human insulin 30% (humulin 70/30, humapen ergo teal) 20 in the morning and 22 in the evening (dosage units not provided) via subcutaneous injection for the treatment of diabetes mellitus beginning on 08feb2006. On an unknown date, for an unknown reason, human insulin isophane suspension 70% / human insulin 30% was decreased to 8 (dosage units not provided) bid. On an unspecified date, during treatment with human insulin isophane suspension 70% / human insulin 30%, the patient often experienced hypoglycemia (values not reported) due to her diet not being controlled well. In 2010 the patient was pregnant and diet was not controlled after the baby was born. The last menstrual period of the patient and the gestational week of drug exposure were not reported, therefore, the trimester of exposure to human regular insulin was unknown. Further pregnancy details, pregnancy complications nor pregnancy testing were reported. In (B)(6) 2013, the patient was hospitalized to regulate blood glucose. While hospitalized, either in (B)(6) 2013 or (B)(6) 2014 (reporter could not confirm correct date), human insulin isophane suspension 70% / human insulin 30% was discontinued and changed to insulin lispro. The patient received lispro (humalog, humapen ergo teal) 15 (dosage units not provided) twice a day via subcutaneous injection for the treatment of diabetes mellitus beginning in either in (B)(6) 2013 or (B)(6) 2014. On follow-up, insulin lispro dosing regimen was reported as 20 in the morning and 20 at night (units not provided) via subcutaneous injection beginning in (B)(6) 2013. On insulin lispro treatment the patient experienced unstable glucose levels. If the patient did exercises, the blood glucose would be low; if the patient did no exercises, the blood glucose would be high. Postprandial blood glucose was 8 (units and reference ranges not provided). It was also reported that if the patient was outside and it was inconvenient to inject insulin, she would take metformin instead. On unknown dates, the screw rod of the humapen ergo teal could not be pushed out and the button could not be pressed. The problems could not be resolved after testing online, and reporter wondered if the injecting pen could be changed or not (associated product complaint number 3226087, lot number 0507a04). The device was used for longer than three years. In (B)(6) 2015, blood glucose was not controlled well. No corrective treatment was administered. The event outcomes were not provided. Human insulin isophane suspension 70% / human insulin 30% was discontinued in (B)(6) 2013 or (B)(6) 2014 and insulin lispro was ongoing. The patient was the user of the device. The training status was not provided. General duration of use was not reported and suspect device duration was over three years. The device was returned on 14jan2015 and no malfunction was found. The reporting consumer did not provide an opinion of relatedness. Update 10-feb-2015: additional information was received 06-feb-2015 by the initial family reporter and on 09-feb-2015 pc number provided. Case priority upgraded. Added retrospective pregnancy report and outcome lost to follow-up. Added medical history. Updated dosing regimen of humulin 70/30 and humalog. Humapen ergo ii changed to humapen ergo (teal) and processed associated product complaint. EU/ca device information completed. Added serious event of blood glucose not regulated, maternal exposure during pregnancy, and non-serious event of blood glucose not controlled well. Causality and listedness updated. Narrative updated with new information. On 12feb2015: upon review of this case on 12feb2015, the case was opened to update the medwatch fields for regulatory reporting. Update 02mar2015. Additional information received 27feb2015 from the global product complaint system. To device tab added date of manufacture, date returned, no for malfunction, added the device specific safety summary (dsss), update the EU/ca fields, medwatch fields, and updated the narrative accordingly. Update 04mar2015: additional information received on 03mar2015 from the global product complaint database updated the device specific safety summary for the humapen ergo; updated the improper use and storage to yes; updated the medwatch fields; and updated the narrative.

Event description:
Lilly case ID: (B)(4). This solicited retrospective pregnancy case, reported by a consumer via diabetes hotline, concerns a (B)(6) female patient of unknown age. Medical history included pregnancy in 2010 and family drug reaction was unknown. Concomitant medication included metformin and an unknown traditional (B)(6) medicine. The patient received human insulin isophane suspension 70% / human insulin 30% (humulin 70/30, humapen ergo teal) 20 in the morning and 22 in the evening (dosage units not provided) via subcutaneous injection for the treatment of diabetes mellitus beginning on (B)(6) 2006. On an unknown date, for an unknown reason, human insulin isophane suspension 70% / human insulin 30% was decreased to 8 (dosage units not provided) bid. On an unspecified date, during treatment with human insulin isophane suspension 70% / human insulin 30%, the patient often experienced hypoglycemia (values not reported) due to her diet not being controlled well. In 2010 the patient was pregnant and diet was not controlled after the baby was born. The last menstrual period of the patient and the gestational week of drug exposure were not reported, therefore, the trimester of exposure to human regular insulin was unknown. Further pregnancy details, pregnancy complications nor pregnancy testing were reported. In (B)(6) 2013, the patient was hospitalized to regulate blood glucose. While hospitalized, either in (B)(6) 2013 or (B)(6) 2014 (reporter could not confirm correct date), human insulin isophane suspension 70% / human insulin 30% was discontinued and changed to insulin lispro. The patient received lispro (humalog, humapen ergo teal) 15 (dosage units not provided) twice a day via subcutaneous injection for the treatment of diabetes mellitus beginning in either in (B)(6) 2013 or (B)(6) 2014. On follow-up, insulin lispro dosing regimen was reported as 20 in the morning and 20 at night (units not provided) via subcutaneous injection beginning in (B)(6) 2013. On insulin lispro treatment the patient experienced unstable glucose levels. If the patient did exercises, the blood glucose would be low; if the patient did no exercises, the blood glucose would be high. Postprandial blood glucose was 8 (units and reference ranges not provided). It was also reported that if the patient was outside and it was inconvenient to inject insulin, she would take metformin instead. On unknown dates, the screw rod of the humapen ergo teal could not be pushed out and the button could not be pressed. The problems could not be resolved after testing online, and reporter wondered if the injecting pen could be changed or not (associated product complaint number 3226087, lot number unknown). In (B)(6) 2015, blood glucose was not controlled well. No corrective treatment was administered. The event outcomes were not provided. Human insulin isophane suspension 70% / human insulin 30% was discontinued in (B)(6) 2013 or (B)(6) 2014 and insulin lispro was ongoing. The patient was the user of the device. The training status was not provided. General duration of use was not reported and suspect device duration was unknown. The status of the device was not provided. The reporting consumer did not provide an opinion of relatedness. Update (B)(6) 2015: additional information was received (B)(6) 2015 by the initial family reporter and on (B)(6) 2015 pc number provided. Case priority upgraded. Added retrospective pregnancy report and outcome lost to follow-up. Added medical history. Updated dosing regimen of humulin 70/30 and humalog. Humapen ergo ii changed to humapen ergo (teal) and processed associated product complaint. EU/ca device information completed. Added serious event of blood glucose not regulated, maternal exposure during pregnancy, and non-serious event of blood glucose not controlled well. Causality and listedness updated. Narrative updated with new information. (B)(6) 2015: upon review of this case on (B)(6) 2015, the case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.